Event description:
The pump was returned for investigation. Investigation revealed that the bolus button was inoperable. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad was peeling at the contrast keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the up arrow keypad button is intermittently responsive. There was evidence of keypad contamination found under all key contacts. The bolus button was found to be inoperable. There was evidence of contamination found on the bolus contact. Unrelated to the button issues, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. (B)(6).